Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported that a patient has been injected with juvéderm® volift¿ in the nasolabial fold. Patient has developed discoloration above the injection site, pain and small skin necrosis on the tip of the nose. Patient provided hyalase dessau 150 u.